Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025 in the tubing. Infusion set was used for 1.5 day. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008211, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008211 was manufactured according to the work instruction (wi) version 18 and manufactured in the machine multivac 14 on 16/jul/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4g02550 was manufactured according to the wi version 15 and manufactured in the machine lc01 on 15/jul/2024, with a total of (B)(4) units. The lot 4g02899 was manufactured according to the wi version 15 and manufactured in the machine lc01 on 13/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.